Event description:
It was reported that the physician's handheld had a loose connection at the handheld and serial cable. It was reported that device interrogations were able to be completed by holding the connection a certain way. A company representative identified that the problem appeared to be that the port in the handheld was loose and did not appear to be able to be fixed with a new serial cable. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.

Event description:
The handheld device and serial cable were returned to the manufacturer for analysis. No anomalies associated with the serial cable or handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Information available to date shows that the event reported on this MDR is a duplicate to the event reported on MFR report #1644487-2013-03227.